Event description:
A 16 mm diameter x 11.5 cm length iliac limb was introduced into the 16 french sheath without difficulty. It was reported that the device may not have been lubricated. It was reported that the graft cover came back about 0.5 cm, and the black ring broke off during deployment and prevented unsheathing of the device. It was reported that there was no severe angulation present, and no undue force was applied. Another iliac limb of the same size was then inserted into the same sheath and partially deployed using the same deployment handle, providing stable contralateral support for the bifurcated stent graft. The bullet and runners from the bifurcated stent graft were retracted and the contralateral limb was fully deployed. Due to the iliac angulation, the physician elected to cross the iliac limbs. Two 16 mm diameter x 5.5 cm length iliac extender cuffs were implanted bilaterally with the aid of the 16 french sheath to achieve secure distal fixation. The extender cuffs were balloon angioplastied. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelee were reported, and the patient was reported to be fine.